Event description:
A malfunction was reported on the pump, which led to the customer's blood glucose level reaching 390 mg/dl. The customer cleared the malfunction and resumed insulin without requiring third-party assistance. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump.